Manufacturer narrative:
(B)(4). Batch # 895a72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with no apparent damage, with anvil missing. The breakaway washer was not present and the device was void of staples. Further analysis of the device showed that the trocar was damaged. However, the test anvil was installed onto the trocar without any difficulties. In addition, the device was reloaded with staples and tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 895a72, and no non-conformances were identified.

Event description:
It was reported that during a colostomy takedown procedure, upon the first attempt to fire that when attempting to compress the indicator would not compress with in the scale. A second device was attempted to be attached to the original anvil but would not attach. The anvil was replaced but the device still would not connect. A third device was then used to complete the procedure. Unknown if the third device was connected to the second anvil or the third. Unknown if leak test was performed and or passed. There were no adverse consequences reported.